Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during the set-up of the case, after the initial pre-test of the hp2 occurred but before it was inserted in the cannula, the device jaws "sparked, arced, and got bright orange." It was reported that it sparked when the harvester began to close the jaws to insert it in the cannula. The device was disconnected and not used. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater elements were slightly bent and the hot jaw was burnt. The silicon tip had charred to white. The device had no evidence of blood. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device self-activated. The handle was opened up and it was found that the set screw in the collar assembly was loose. Based upon this observation, the reported complaint for "device remains activated" was confirmed. (B)(4).